Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, it was noted that the device door roller was broken off. The device has been identified as part of a product recall. This report is being made as part of a retrospective review, no further testing or investigation will be performed. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, it was noted that the device door roller was broken off. There were no reports of any adverse patient events or delay in critical therapies while the pump was in clinical use. No add'l info was provided.